Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: redness, swelling, "fluid leaking", "can see the implant"

Event description:
Patient's representative reported right side swelling, redness, a hole in the incision site where the patient can see the implant, fluid leaking from the incision. The device remains implanted.